Event description:
It was reported that the patient received inappropriate shocks due to the right ventricular (rv) lead having high impedance and oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, had cosmetic environmental stress cracking, and cosmetic depression. Visual analysis of the lead revealed there was apparent explant damage.